Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). On 4/15/2019, the mentor failure analysis lab received the device for evaluation. On 5/29/2019, the product investigation was completed. Device investigation summary: during evaluation some creases were observed on the anterior view. No other anomalies were detected. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue and it is most likely that the crease/fold was created due to the stress caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. According to the information provided, and since the device has not been returned for analysis, it has been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. As stated in the instructions for use, capsular contracture is a known complication associated with these devices. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade iii. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019.